Event description:
During an interventional procedure the sleek 2.5mm x 40mm l-150cm balloon burst at 14 atm/rated 16 atm. There was no pt injury reported. The product will be returned. (B)(4).

Manufacturer narrative:
The product relating to this complaint will be returned to clearstream technologies for inspection. Once the product has been returned and evaluated this report will be updated and the final manufacturer's report will be attached.